Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The dislodgement was identified via chest x ray. The lead was replaced for a new lead. The right ventricular (rv) lead was removed due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product analysis was completed. The dislodgement allegation was not confirmed. The lead tip appeared normal. Complete lead was returned intact, not severed. Continuity testing passed, indicating conductors are intact.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The dislodgement was identified via chest x ray. The lead was replaced for a new lead. The right ventricular (rv) lead was removed due to therapy upgrade. No additional adverse patient effects were reported.